Manufacturer narrative:
Phone not provided. The customer replaced the speaker, front housing/display assembly, calibrated the touchscreen and tested the unit. This was not serviced by a philips employee and the customer has declined to provide any further information. The device remains at the customer site.

Event description:
The customer reported the problem of audio failed. Patient involvement is unknown.